Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the first shear generated a solid tone on the generator and didn't work anymore while only going through soft tissue (it was right at the beginning of the procedure). After the surgery the blade broke completely. Or staff had to open up another shear which according to the or staff didn't work either. Hand piece was tested and worked fine. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device a was returned in good physical condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. Device b was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Device b batch # h91v6u: mfg date 8/8/2011; exp date 7/8/2016.